Event description:
New information received notes that the patient experienced discomfort with pacing in the right ventricle. The procedure was performed due to the physician expressing concern and wanting to reposition the lead.

Event description:
It was reported that the patient presented for a follow-up in the clinic. Lead revision was performed to revise the position of right ventricular (rv) lead. During the procedure, it was found that the lead helix was failing to retract. The rv lead was explanted and replaced. The patient was in stable condition.